Event description:
It was reported that the device treating health care professional (hcp) called technical services (ts) and requested a review of this pacemaker device stored non-sustained ventricular tachycardia (nsvt) episode. The hcp was concerned about the noise signals observed on the right ventricular (rv) lead. The hcp noted patient experienced light headedness. Upon review, ts noted that the noise on the rv lead was oversensed on the atrial channel which led to atrial pacing to be inhibited. It was noted the patient was atrial pacing dependent. The hcp also noted the impedance would drop to the 200 ohms range while doing isometric maneuvers. The hcp reported that the physician plans on replacing the rv lead. At this time, the pacemaker and rv lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that the device treating health care professional (hcp) called technical services (ts) and requested a review of this pacemaker device stored non-sustained ventricular tachycardia (nsvt) episode. The hcp was concerned about the noise signals observed on the right ventricular (rv) lead. The hcp noted patient experienced light headedness. Upon review, ts noted that the noise on the rv lead was oversensed on the atrial channel which led to atrial pacing to be inhibited. It was noted the patient was atrial pacing dependent. The hcp also noted the impedance would drop to the 200 ohms range while doing isometric maneuvers. The hcp reported that the physician plans on replacing the rv lead. At this time, the pacemaker and rv lead remain in service. No additional adverse patient effects were reported. Subsequently additional information was received that reported that this right ventricular (rv) lead exhibited more noisy signals. The rv lead was explanted and replaced successfully with a new lead. No additional adverse patient effects were reported.